Manufacturer narrative:
Diopter: 22.0. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic and haptic torn. Piece of plate haptic is torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a, 22.00 diopter collamer single piece lens in the patient's left eye on (B)(6) 2015. The surgeon implanted the lens and saw it was torn. The incision was enlarged to remove the lens. Backup lens, same model and size was implanted and a suture was used. No patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).